Manufacturer narrative:
A ge oec service representative investigated this issue and made the appropriate corrective replacements and corrections, including a replacement hard drive, image processor and software. Upon completion of repairs, the system was tested and found to be operating as intended. One instance of this failure did occur during a procedure. There was no reported compromise of patient care or safety as a result of this system issue.

Event description:
The ge oec 9800 fluoroscopy system with a reported intermittent boot-up issues.